Event description:
On (B)(6) 2025, a patient underwent a percutaneous transluminal angioplasty (pta) procedure using the vaccess pta balloon catheter. During the procedure the balloon was allegedly got stuck in the sheath. There was no reported patient injury.

Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. However, photos were provided for review. The investigation of the reported event is currently underway. Section a through f: the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent a percutaneous transluminal angioplasty (pta) procedure using the vaccess pta balloon catheter. During the procedure the balloon was allegedly got stuck in the sheath. There was no reported patient injury.

Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed and this lot met all release criteria. Investigation summary: received one vaccess pta dilatation catheter. Upon visual inspection, it was noted the pta device was received loaded within an unknown sheath. Overall, the balloon was bloody and received uninflated. No anomalies noted to the y-body. During functional testing the sheath was retracted proximal of the balloon catheter and blood clot, and residue were noted on the catheter. It was flushed by an in-house syringe and bloody water was expelled from the sheath. Then an attempt was made to pull the pta device proximally from the sheath but was not possible due to the bunching at the distal end. Using an in-house presto inflation device the balloon was inflated to np. Upon inflation, the bunching was not present but a bend near the distal end was noted. The balloon was then deflated and took a flat shape. A second attempt was made to pull the pta catheter proximally, but this time would not pass the proximal end of the balloon. The returned sheath could not be removed and further functional testing was not performed. Two photos were provided and reviewed. The first photo shows the health care professional holding the vaccess balloon. Prolapsing was noted at the distal tip of the balloon. Blood residues were seen throughout the balloon. The second photo shows the vaccess device loaded on to the unknown sheath. The distal part of the balloon was seen protruding at distal end of the sheath. Prolapsing was noted at the distal tip of the balloon. Blood residues were seen throughout the balloon. No other anomalies were noted. Therefore, the investigation is confirmed for the reported sheath removal difficulty as the removal of sheath was not possible due to the bunching at the distal end. A definitive root cause for the reported sheath removal difficulty could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required d2b (lit;dqy), d4 (unique identifier (UDI) #), g3, h6 (method, result, conclusion). Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.